Manufacturer narrative:
Evaluation of the first returned smart coil was unable to confirm the reported difficulty detaching. Evaluation revealed the embolization coil was detached, and the pet lock was broken. This is typically evidence of a successful detachment. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Further evaluation of the returned smart coil revealed kinks throughout the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Evaluation of the second returned smart coil was unable to confirm the reported difficulty detaching. Evaluation revealed the embolization coil was detached and the pet lock was broken. This is typically evidence of a successful detachment. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Further evaluation of the returned smart coil revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported difficulty detaching this report is associated with MFR report number: 1.3005168196-2021-01514 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01514.

Event description:
The patient was undergoing a coil embolization procedure in the pericallosal artery using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed one smart coil in the target location using the microcatheter. Next, another smart coil was advanced in the target location and the physician attempted to detach it using the handle; however, the smart coil failed to detach. After attempting various methods to detach the smart coil, the physician was finally able to detach the smart coil. The same issue occurred with the next smart coil as well; however, the physician was able to detach the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.